Event description:
It was reported per field service report: symptom ¿ pump alarmed 20 minutes remaining on the battery after transport from hosp to ambulance. The pump was plugged into the ambulance ac inverter and able to continue therapy. Symptom was unconfirmed. No harm to pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available. Findings/action taken: observed customers complaint. Unit alarmed with 20 minutes battery runtime message after 5 minutes on battery and then shut down within 1 minute. All power supply voltages within spec. Replaced battery. Replaced power supply as a precaution. Replaced bent right rear caster. Unit passed preventative maintenance and functional checkout. Unit passed electrical safety test. The pump is back in service. There was no harm to the pt. There was a minimal delay or interruption in therapy. The pt was okay on arrival.